Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited foreign material adhering to the plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. The following section was corrected: d8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigations, the c-cover, at the exit of the biopsy channel, contained foreign material. Therefore, the device did not meet its specifications nor function. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. The foreign material may not have been removed since the reprocessing was not conducted properly due to leakage from biopsy channel. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). There was no report that the device was used for procedure while the event occurred. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU):¿ IFU states the detection method in gif-1100 operation manual chapter 3 preparation and inspection ¿ IFU states the preventative measures in gif-1100 reprocessing manual chapter 5 reprocessing the endoscopea definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.